Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although it is the intention of customer advocacy to obtain addition information and to request for product return, the customer's name and contact information was not disclosed in mw5095500.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "situation nurses have reported finding pump rates of the bd alaris carefusion to be 1 unit of measurement faster than anticipated (e g running at 0 4 ml/hr instead of the ordered 0 3 ml/hr) assessment upon review of pump programming data, it is discovered this occurs most often during safety checks it is presumed the nurse is inadvertently pressing the up arrow button instead of the start button if the up arrow button is pressed when "rate" is highlighted, it will increase the rate without notification this has been escalated to the pump manufacturer a request was made to disable the up/down arrow keys as they are not used at our facility the manufacturer is unable to disable these the incident was forwarded to their marketing/r&dteam for awareness medication administered to or used by the patient no outcome the manufacturer is unable to disable these the incident was forwarded to their marketing/r&d team for awareness where did the error occur hospital reporter¿s recommendations this has been escalated to the pump manufacturer a request was made to disable the up/down arrow keys as they are not used at our facility severity circumstances or events have capacity to cause error (B)(6), access number (B)(4)."